Event description:
This lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2011 due to sensing and impedance drops. This procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)